Manufacturer narrative:
One atw45 device was returned in good visual condition. A tr45g cartridge was returned along with the device; the cartridge was noted to be fully fired, in good visual condition and with the lockout spring normal. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, the yoke - where engages with the release button - was broken. It should be noted that 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Event described could not be confirmed as the device could not be tested for the proper staple formation.

Event description:
It was reported during a colon procedure that the device would not staple, but cut. The instrument worked properly with the 1st reload. When the reload was changed, the instrument could cut, but not staple. The surgeon used a new instrument (atw45) which had the same issue with 1st reload, but worked properly with the second one. Longer procedure due to the instrument change. The surgeon had to perform a manual suture on the parts of the colon which could not be stapled with the instrument.